Event description:
During follow-up, an error message was observed during interrogation and records from the device were not retrievable. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.